Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03188.

Manufacturer narrative:
The product return was inadvertently omitted from the initial MDR, this information has been added. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified stimulation was restored following the surgical intervention.

Event description:
Device 1 of 2 . Reference MFR. Report:1627487-2015-03188. It was reported the patient's (south korea) scs extension pulled out of the scs ipg header. As a result, the scs ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.